Event description:
Event description cpi received information that the patient has severe vaso-vagal syncope with confirmed retrograde conduction at about 220 ms and is the the critical care unit. Patient faints when sits up in bed. Patient's rate during episode was found to be at the ICD's maximum tracking rate. Six episodes of pacemaker mediated tachycardia (pmt) were noted in the ICD counters. The atrial tachy response feature is programmed on which will mode switch the ICD from the programmed ddd mode to ddi in the presence of detected atrial activitiy that exceeds the atr trigger rate.